Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer confirmed reprocessing was done according to specifications before sending the device for repair, and all operations were within the standard range. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was like white cake, however it was unable to be identified. The root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. In addition to the foreign material identified, the objective lens was chipped. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The customer reported the evis lucera gastrointestinal videoscope had a clogged air/water nozzle. The device was returned to olympus medical for evaluation. During inspection, the air/water nozzle was found to have foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.